Event description:
It was reported that the insulin pump is malfunctioning. Customer hears a constant tone and beeping. The blood glucose reading is 182 mg/dl. The insulin pump has frozen. Customer removed and inserted a battery, the insulin pump is frozen. No advancement of time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a full segment display due to a faulty interface board. A scratched lcd window, cracked display window and cracked reservoir tube lip also noted.